Event description:
Pt to undergo a diagnostic possible therapeutic, laparoscopy. After insertion of the verres needle and injection of 10cc of normal saline with no return, insufflation was begun. Initial pressures were higher than anticipated, however, not in the red zone. The veress needle was removed and reinserted, however with reinsufflation, similar pressures were obtained. Shortly thereafter the pt's oxygen saturation dropped to 70. The pt went into ventricular fibrillation and cardiac arrest. The pt was subsequently converted to a sinus rhythm with cardioversion and remained stable.